Manufacturer narrative:
Correction supplemental report being submitted. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
No additional information of the event is available yet. Date of event is unknown.the device has been returned and a device evaluation is not yet available for it. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use the device was not getting any image. Image quality was fuzzy with white noise. The device had a broken bending sheath cover with metal protruding.